Manufacturer narrative:
(B)(6). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR ID: 2134265-2013-05524. Same patient as MDR ID: 2134265-2011-06074; 2134265-2011-06049. It was reported that post percutaneous coronary intervention, vasospasm and recoil of vessel occurred. In (B)(6) 2013, the patient was presented with 2 week history of bilateral jaw pain and chest tightness associated with cough and wheezing. At the time of event, the patient was taking aspirin only and the study drug was last taken on (B)(6) 2011. The patient was then diagnosed with unstable angina and was hospitalized on same day. It was noted that 90%-95 focal in-stent restenosis of the study stent implanted in distal rca extending to the 1st rpl occurred. The physician performed balloon angioplasty, resulting in 10%-15% residual stenosis. In addition, the 90 ¿ 99% stenosis in the mid lcx was treated with balloon angioplasty. After an unspecified size choice pt floppy ii guide wire was used to cross the lesion, pre ¿ dilatation was performed with a 2.5mm x 15mm non-bsc balloon catheter. Test shots revealed moderate recoil and spasm of the vessel and the patient was immediately treated with intracoronary nitroglycerine. Subsequently, the physician deployed and implanted a 2.50mm x 14mm non-bsc stent with 0% residual stenosis after post dilatation. One day post procedure, the event was considered resolved without residual effects and the patient was discharged.